Event description:
It was reported that a pericardial effusion, cardiac perforation, hypotension, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon the second recapture of the closure device and re-deployment, the laa was perforated and a pectinate was torn. The patient then became hypotensive, and a large pericardial effusion was noted at the base of the laa. The pericardial effusion then progressed to a cardiac tamponade. Pericardiocentesis was performed to treat the effusion site. The patient also required additional surgical repair at the base of the laa to close the effusion. The closure device was successfully implanted and after the patient was stabilized. The patient was expected to fully recover following the procedure but remains hospitalized. No further status has been provided.